Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they had left the device in the heat and the device began to alarm followed by suspending bolus. During troubleshooting, customer was asked to run a displacement test and the device failed. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 56 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test. No error alarm occurred. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump passed the displacement test. No number ramping or scroll bar anomaly was noted.